Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -15.5 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to the patient was unhappy with the lens due to persistent glare and halos. The lens was explanted with no patient injury, no incision enlargement or sutures. The lens was not exchanged for another lens. The patient has returned to wearing contact lenses and is doing well. The reporter stated the event was not product related, it was a patient issue.